Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. (B)(6) 2018: during a follow-up, the customer declined to provide additional information regarding the issues reported. Reportedly, the customer had reverted to alternate insulin therapy for diabetes management. Device not returned.

Event description:
It was reported an occlusion alarm occurred. A supply change was performed resolving the occlusion. Additionally, it was reported that after the occlusion alarm, the customer received an inaccurate fill estimate. Blood glucose level was 478mg/dl.